Manufacturer narrative:
The product was returned for evaluation. The reported issue was not confirmed by the evaluation. An over 36 hour burn-in test and the fatu final test were performed. There was no physical damage found in the visual inspection. The monitor will be returned to the customer. The device history record review has yet to be completed; a supplemental report will be sent with the investigation results once it is completed. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The last vigilance ii was shipped on 09/13/2013, which shows that this device is not within its standard warranty and therefore does not meet the triggers for a device history record review. No escalation is required.

Manufacturer narrative:
The product has been returned for analysis; however, it has not yet been evaluated. Upon the completion of the product evaluation, a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, the central venous pressure values were suspected of being incorrect. Though the cvp was displayed, the value on the vig2 monitor was lower than the patient monitor. The detailed value was unknown. The exact incident date is unknown; defaulting to the aware date. There was no patient injury reported. Patient demographic information was unavailable.